Event description:
Rep reported that the hosp explanted bactiseal due to infection.

Manufacturer narrative:
Device has been received. Upon completion of the investigation, a follow up report will be filed.